Event description:
Add'l info provided indicates the pt's outcome was excellent.

Event description:
A surgeon reports a pt is experiencing significant glare with night driving after intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional info has been requested.